Event description:
It was reported the (B)(4) catheter was being placed into the patient's arm in their room. During insertion, the console displayed a blue bullseye but the catheter tip was still in the vascular outside the svc. The nurse was still approximately 8 to 10cm out from the caj. The blue bullseye went away and the rn continued to insert the catheter and reached the lower 1/3 where he received another blue bullseye. An x-ray was performed to confirm tip location which correlated with the vps. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Manufacturer control no. (B)(4).